Manufacturer narrative:
Concomitant medical products: 6945-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead appeared to be undersensing and there was possible t-wave oversensing (twos) on the right ventricular (rv) lead on some stored electrograms. The leads remain in use. No patient complications have been reported as a result of this event.